Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been five other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was defective. Additional information was requested.